Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation has the likelihood to become a foreign body in the pt's anatomy and cause or contribute to pt injury. Device issue: guide wire tip separation. It was reported that the bmw universal guide wire tip unraveled (separated) during use. There was nothing behind in the pt. However, the cath lab did not have any of the details surrounding the unraveled guide wire tip. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the coils and on the polymer. The shaping ribbon was separated 6 mm proximal to the tipball. The tipball and coils were intact. The proximal portion of the separated shaping ribbon was twisted 5 mm distal to the center solder for a length of 1.6 cm. The tip coils were completed stretched distal to center solder. There were unk fibers on the stretched coils, 3.7 cm proximal to the tipball. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.